Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not specify if this was the initial use of the device. The customer was not sure which lot the suspect device came from. The customer reported a second lot number: h194436, expiration date: 12/31/2013, device manufacture date: 01/2011. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator on the high pressure tubing broke during use. No harm or injury was reported.